Manufacturer narrative:
Testing of actual/suspected device (B)(4): a getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse opened the panel to tighten the connectors and clean the plates to avoid bad contact and oscillation in the graphic. The fse then tested the unit by running a test for 2 hours. Performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6). The event site address was shortened due to the field character limit; the full address is: (B)(6).

Event description:
It was reported that when powering on the cs100 intra-aortic balloon pump (iabp) unit, the screen display was moving the graphic lines. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a

Event description:
It was reported that during routine check, when powering on the cs100 intra-aortic balloon pump (iabp) unit, the screen display was moving the graphic lines. There was no patient involvement.